Manufacturer narrative:
An event of a hot flash and inability to comprehend or express speech for under 1 minute was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 25mm amplatzer pfo occluder was implanted. On (B)(6) 2019, the patient presented with symptoms of a hot flash and was reported to have lost ability to comprehend or express speech. The event did not last over 1 minute. Clopidogrel was restarted and no further patient consequences were reported.